Manufacturer narrative:
Product event summary: the pulse select catheter with lot 0012657580 was returned and analyzed. During visual inspection, no anomalies were identified on the shaft segment. During external visual inspection of the spiral array segment, the guidewire lumen was observed to be kinked at 0.4 inches from the distal tip. The pcba chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Guidewire to catheter compatibility testing was performed. During device compatibility inspection, resistance was observed during insertion/retraction of the guidewire. The guidewire was observed to be stuck at the distance corresponding to the observed guidewire lumen kink at 0.4 inches from the catheter tip. During verification of steering mechanism deflection testing (rotating steering knob clockwise and counterclockwise), the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. During verification of sliding mechanism, the slide control function remained stiff, limiting its full range of motion due to a kink of the reinforced tube at five inches from the proximal end of the luer. In conclusion, the reported "spiral array tangled" issue was not observed or reproduced with the returned catheter. The catheter failed the product return analysis due to a guidewire lumen kink, and reinforced tube kink medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, an attempt was made to store the catheter in the sheath but could not be retracted due to resistance. The catheter array and guidewire became entangled which was confirmed under fluoroscopy. The array was re-deployed into the left atrium and then reinserted into the sheath. The catheter was stored in the sheath without any problems and was removed. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID psg100 (serial: unknown); product type: 3294-generator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.